Manufacturer narrative:
(B)(4). Customer reported that the display screen was not readable in addition to it being noisy .

Manufacturer narrative:
(B)(4). Covidien/medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ht70 ventilator display screen became noisy. There was no patient involvement.